Event description:
The user received an erroneous sodium result for one pt sample. The initial result was 119 mmol per l and repeat result was 116 mmol per l. The user then tested the sample on the istat analyzer with a result of 135 mmol per l. Neither of the results from the integra were reported and the pt was not affected. The field service rep determined the cause to be bad ise tubing and stated the user replaced the tubing. The user verified the analyzer operation by running qc and pt samples.